Manufacturer narrative:
Product implicated is a 5 french dual lumen catheter. Returned for eval is the catheter, which is in three pieces. The catheter hub measures 6.6cm, the proximal section of tubing measures 19.1cm, and the distal section of tubing measures 29.6cm. Lot history review indicates no related component or mfg issues and three product complaints of similar nature. One was recorded as user related and two were inconclusive-no product returned. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. The ends appear to mate. These signs indicate a typical tensile break. The catheter tubing is also separated 29.6cm from the distal tip. The texture at the separation site is clear and shiny with striations across the surface. The ends appear to mate. These signs indicate the catheter was cut by a sharp instrument at this point. It is common practice among some clinicians to cut catheters once they have been removed from the pt. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."

Event description:
Placed 4/28/98. Broke at hub on 5/12/98. Patient was receiving infusion of heparin at 2100 units/hour when break occurred.